Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).

Event description:
The hospital reported that during the endoscopic vein harvesting procedure, while doing the harvesting, the btt port inflation checks valve popped out, causing the balloon to deflate. The pa reinjected the air to the balloon and used the blue top stopper IV cap to close the valve and continued the procedure without further issue. The procedure was completed and the hospital did not report any patient effect.